Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the adhesive around light guide (lg) lens was peeled is cause traced to component failure and for nozzle had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the nozzle and the adhesive around light guide (lg) lens was peeled. There was no patient involvement.